Event description:
It was reported that the monofocal preloaded intraocular lens haptics were amputated and would not be viable for patients. Through follow-up, we learned that it was only the injector which touched the eye. No patient injury and no additional intervention. No further information is available.

Manufacturer narrative:
Section d6a: na, there was no patient contact. Section d6b: na, there was no patient contact. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: (B)(6) 2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received cut in half. One half had an intact haptic which was measured and was found to be in specification. A detached haptic was received as well. The complaint handpiece was inspected and no issues were identified. Conclusion: based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issue observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.